Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the returned device and the patient¿s severe aortic regurgitation and enlarged left ventricular (lv) diameter could not be conclusively determined. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. The submitted controller event log file contained data from (B)(6) 2020 at 1:04:23 am through (B)(6) 2020 at 10:32:08 am. The stored patient speed was initially set to 5500 rpm with the low speed limit at 5300 rpm. The patient¿s flow typically ranged from 5.0 to 5.4 lpm for the duration of the file. Starting on (B)(6) 2020 at 10:08:21 am, the stored patient speed was slowly increased up to 7200 rpm. Despite slowly increasing the pump speed, a decrease in flow was observed at 4.6 lpm and flow struggled to increase as the pump speed was increased. The observed events were consistent with the reported event that there was a decrease in flow after receiving an intervention with closing aortic valve. The patient ultimately received an exchange due to the enlarged lv diameter not responding to the speed increase. The pump speed remained above the low speed limit and appeared to function as intended for the duration of the file. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header and the distal end of the pump cable was returned attached to the modular cable via the in-line connector. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. The cuff lock was not fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered or developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended until the pump was explanted. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-02201. It was reported that the patient was under biventricular assist device (bivad) support. The patient had been admitted for shortness of breath and severe aortic regurgitation was found during evaluation. Surgical intervention was performed to close the aortic valve. After the procedure, a decrease in flow was observed which necessitated the increase of inotropes and vasopressors IV support. A transesophageal echocardiogram (tee) showed an enlarged left ventricle diameter not responding to increased pump speeds and the surgeon decided to exchange the left ventricular assist device (lvad). The patient underwent lvad pump replacement on (B)(6) 2020. It was later reported that the patient developed multisystem organ failure (msof) post operatively and expired on (B)(6) 2020.